Manufacturer narrative:
In the spectranetics glidelight laser sheath instructions for use (IFU), 4. Warnings, it states ''do not advance the laser sheath any closer than 1 cm from the lead tip. Do not lase at the myocardium to free the lead tip".

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to non function. This was a young patient that was pacemaker dependent. The physician successfully removed the rv lead with no complications, and then attempted to remove the ra lead. Using a spectranetics 14f glidelight laser sheath and a lead locking device (lld), lasing began with successful advancement to the end of the ra lead but it did not release from the tissue. Along with applying traction, the physician advanced the glidelight laser sheath distal tip beyond the tip of the lead. The lead came out successfully with no initial change in blood pressure. Approximately 2-3 minutes later the patient's blood pressure began to drop and a pericardial effusion was seen with use of transesophageal echocardiography(tee). Rescue efforts commenced immediately, and a right atrial perforation was discovered. The repair was successful and the patient survived the procedure.